Manufacturer narrative:
Correction in h6: previously applied code of fdc d16 for product ID: nim4cm01, product description: console nim4cm01 nim 4.0, serial/lot number: unknown is no longer applicable. H6: code of fdc d20 is applicable for model number: nim4cm01, product description: console nim4cm01 nim 4.0, serial number: unknown above information was not provided in earlier report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: nim4cm01, product description: console nim4cm01 nim 4.0, serial number: unknown. H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when the analysis is complete. H6 for nim4cm01: fdm b17, fdr c20, img g02030 and fdc d16 codes applicable for console nim4cm01 nim 4.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital system won¿t connect with either bluetooth or via hard wire. It was also missing a clip and has been observed turning off -possible charge issue. There was no known patient impact.

Manufacturer narrative:
H3: product analysis of the device found that there was missing (broken) clamp assembly, screw hole bosses were broken on housing, usb-c connector was broken, there were loose pins on afe board, afe board was defective due to which the device failed cmmr test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.